Event description:
It was reported the generator repeatedly displayed error code e433. The issue occurred during setup/inspection for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The reported event was reproduced during service inspection. There is no indication that the cause is traced to manufacturing, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the event is caused by a component failure of the generator board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.